Manufacturer narrative:
Medwatch field relevant tests,laboratory data was updated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable low ise indirect gen.2 sodium results from the cobas 4000 c (311) system. The initial results were reported outside of the laboratory and were questioned by the doctor as they did not match the clinical history for the patients. The customer recalibrated and repeated testing on the patient samples. Data was provided for 13 patient samples. There was no allegation of an adverse event.

Manufacturer narrative:
Based on the provided calibration data, it appeared the customer used concentrated calibration standards caused by evaporation from being open too long. A calibration with too highly concentrated standard causes the measured sample results to be too low.